Event description:
Microbore extension set came apart at the filter while in use.

Manufacturer narrative:
The event occurred in (B)(6) 2009, but wasn't reported until (B)(6) 2010 via e-mail by the hosp. The device and detailed product incident info was sent to vygon by the hosp's purchasing dept on (B)(6) 2010. Therefore, the device eval is pending. A follow up MDR will be submitted with results of investigation.